Event description:
Implant failed due to bone fracture. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow up report.

Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.